Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Lab analysis: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "capsular contracture baker grade I". Later healthcare professional reported "rupture" diagnosed via MRI. Device was explanted and replaced with another manufacturer´s device.